Manufacturer narrative:
Device evaluation details: the device evaluation has been completed. The device was visually inspected and there appears the pebax was torn. A second closer visual inspection was performed, and a reddish material was observed along with a hole in the pebax. Then, the magnetic sensor functionality was tested on carto and the catheter was properly visualized; no errors were observed. The force sensor feature was tested and it was working properly; the force values were observed within specifications. An electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The customer complaint regarding blood in the tip was confirmed. The customer complaint regarding force issue and ablation errors were unable to be duplicated during the product investigation, however, the blood inside the pebax area found could be related to the reported issues. The root cause of the damage on pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer¿s ref # (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab identified a hole on the pebax. It was initially reported by the customer that about four hours into the case after coming on ablation, a high force error message was displayed. The thermocool® smart touch® sf bi-directional navigation catheter was re-zeroed. Once they came on ablation the error message displayed again. The caller also stated there was noise on both the recording system and the cato 3 system. The caller stated the thermocool® smart touch® sf bi-directional navigation catheter was removed and it was noted to have blood in the tip of the catheter. The thermocool® smart touch® sf bi-directional navigation catheter was exchanged and the issue was resolved. The case continued without any further incident. The carto 3 system is working per specification. The customer determined thermocool® smart touch® sf bi-directional navigation catheter to be the root cause of the product complaint. On 5/13/2020, additional information was received indicating noise was observed on the ablation catheter ECG¿s on both the carto 3 system and the recording system while the catheter was in the patient¿s body. However, the physician did have an external system to monitor patient heart rhythm. The customer¿s reported problems of force errors, noise and biological material in the catheter tip were assessed as not MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 5/19/2020, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual inspection appeared as if the pebax was torn, however, no internal components exposed were observed to be observed. A second analysis on 5/28/2020, during a second visual analysis, a hole was found on the pebax surface. These findings were assessed as an MDR reportable malfunction for the confirmed hole. This event was originally considered non-reportable, however, bwi became aware of a reportable malfunction through visual analysis on 5/28/2020 and reassessed this complaint as MDR reportable.